Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer delivered the bolus amounts suggested by the pump to address an elevated bg level, subsequently, bg dropped to 40 mg/dl. Customer consumed carbohydrates to address bg. Additional information was not provided, and customer declined to further troubleshoot with tandem technical support. Recommendation was made to consult with a healthcare provider to discuss diabetes management.